Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device failure to power up will not directly cause or contribute to serious injury or death, even in a clinical setting as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
Midwives reported that a pico appeared to be faulty, as no power was supplied to the battery packs when used. No delay in treatment as the dressings were replaced by alternative stock located on the labour ward. No identical back up devices, replaced with a honeycomb dressing. No harm or injury reported.